Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for eval? No. Mfg date: 03-mar-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death is unknown. It was noted that post-implant of the leadless implantable pulse generator (ipg) the patient experienced tamponade from perforation requiring a pericardial drain.